Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 19-nov-2019, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 19-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the battery was overdischarged. The patient had pain in a spot on his back where the leads were anchored down and coiled up. The patient noticed that the battery was empty. Then, the next day he had arm surgery and was unable to charge the device for a long time. The patient said the back pain has always been there, but it has gotten worse over the last few weeks. The rep started a trickle charge and the patient was getting an x-ray to look at the leads. No further complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that te x-rays showed no issues with the leads or battery. There was no migration and no impedances. The coiled leads were the strain relief loop put in place by the physician at the time of implant. The pain the patient had was not from the leads or the loop. The coiled leads was not the issue. The patient was going to have an injection to address his thoracic pain. No further complications were reported. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.